Event description:
It was further reported that since the implant, for about 6 months, the patient had not had any stimulation. The patient had to keep going back to the clinic and had pain, shocks going down the legs, and severe back problems. The patient went back to their doctor and they turned the stimulation up really high. The patient got shocked on the right hand side of their chest and arm down to their fingers. The patient asked their doctor to turn the stimulation off and the doctor said it was impossible. The patient scheduled 2 appointments with their doctor. The first one was cancelled because the clinical person could not make it and the second one was cancelled because the clinical person had double booked and needed to reschedule. The patient was told that the lead had shifted and that was why they had not had stimulation. The patient had a shocking or jolting sensation. The lead had shifted. The patient¿s stimulator worked wonderful for about 6 months after the surgery. It was noted that about 3 months prior to the report the patient was getting out of their car and had a shock and fell down and broke their nose. The patient noted that the shock was not from their system but due to their sciatic nerve. The patient¿s stimulation was off and they were in a lot of pain. The patient had pain in their back between their shoulders in the right side going down the middle to the waist between the waist and on their right shoulder. The patient had a doctor¿s appointment on (B)(6) . The patient was told they could never work again. The patient was unable to use a walker because if they pushed down on their spine it hurt. The patient could not do anything on a bike because it aggravated them. The year prior to the report the patient weighed (B)(6) but at the time of the report they weighed (B)(6) which was due to stress and aggravation. The patient wanted their stimulator removed. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was told by the company representative that his "unit was bad". It was noted that the patient had been reprogrammed by several company representatives and their physician but the therapy from the implantable neurostimulator (ins) did not cover the painful areas as needed (target area: back). When the patient turned the device up high it stimulated down their upper extremities. The patient was getting injections by one of their physicians and was on medications. It was also noted that the patient was depressed and suicidal but was in regular contact with their psychiatrist/psychologist. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3708160, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ extension, product ID 3708160, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ extension. (B)(4).